Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A high drain error 101 alarm meeting increased intra-peritoneal volume (iipv) criteria was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 08:53:33 during the patient's initial night drain. No additional information is available.